Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt cable connecting ECG "a", "b", and the front therapy electrode as well as the electrodes were missing. Additionally, the interconnect cable connecting the rear therapy electrodes and all the therapy electrodes were missing. Lastly, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging cable connector j500 on the distribution node pca and the cable was missing. The root cause for the missing cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into an unrelated event, a reportable problem was found. Electrode belt sn (B)(4) failed incoming functionality testing.